Event description:
It was reported that there was an infection and urinary burning. Due to the event, medications were administered, which was bactrim by mouth two times a day, for five days. Laboratory testing was done and was normal for the subject. The patient resolved without sequelae. Additional information received reported that the diagnosis was a urinary tract infection. The diagnostic type was abnormal.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jvt4, implanted: (B)(6) 2014, product type lead. (B)(4).